Manufacturer narrative:
Follow-up #1 date of submission 03/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated the time and date were resetting to default after reboots on (B)(6) 2013 at 07:21. The black box shows that after the rebooting, the day was then incorrectly set to (B)(6) 2013 at 07:24. Due to the day being set incorrectly, the pump history appears to be inaccurate. The pump was exercised for 24 hours with no delivery issues noted. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The keypad buttons were tested and no hypersensitivity was found. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that for the past year the boluses and basals are not being stored in a consistent manner. The patient reported that they were concerned and afraid to use the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.